Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the cgm was displaying 278 mg/dl. The patient's caretaker checked the patient's bg and itw as 20 mg/dl. There were no reported symptoms during this time. The caretaker called 911 at around 2:30pm. Emergency medical technician's arrived and treated the patient with an IV glucose drip. It was reported, that the patient was going in and out of consciousness and was transported to the hospital. At the hospital, the physician monitored the patient, and kept them on the IV drip. The patient was released from the hospital about 7 hours later. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session, or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.